Manufacturer narrative:
The delay in reporting results was due to the facility power failure. The error messages received on the instrument user interface were appropriate in response to a loss of facility power. Initial report was submitted unnecessarily, there was no product malfunction and the delay in reporting was due to a power fail at the user facility. The bact/alert system responded appropriately to the power fail.

Event description:
A customer in (B)(6) notified biomérieux of technical difficulties associated with bact/alert® 3d instrument (reference 4700107). The customer reported over the weekend the instrument had a "black out" and afterwards on the screen there was an error message 80 and then 01. The laboratory technician transferred all the bottles and the field service engineer (fse) corrected the error. Patient results were delayed by more than 24 hours. There is no known impact to the patient as a result of this delay. An internal biomérieux investigation will be initiated.